Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was less than 2 centimeters in size and located in the left lower lobe in a thin-walled airway. The procedure was completed as planned. Upon waking up from anesthesia, the patient was asymptomatic. A chest x-ray was performed and detected a large-sized pneumothorax; a chest tube was placed to resolve it. The patient was admitted for 4 days, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was not device-related; the pneumothorax would have likely occurred via another modality.